Event description:
It was reported that the patient had his invance male sling removed due to "failed." An artificial urinary sphincter was implanted on a later date. No additional patient complications were reported in relation to this event.